Event description:
The physician requested a battery life calculation which resulted in a negative amount of years until end of service, however, the physician indicates that the eri is still showing no, so some data is likely missing. The patient has been referred for prophylactic generator replacement surgery, but it has not occurred to date.

Event description:
It was reported that the patient has experienced an increase in seizures above pre-vns baseline levels since being implanted with her current generator. Before the last generator replacement surgery, the patient was seizure-free for quite some time. The physician did not know why the seizures had increased. Physician stated that patient was programmed to 2.5 ma/30 hz/500 msec/21 sec on/3 min off. Per physician, no medications have been changed. A rough battery life calculation was performed which resulted in a negative amount of years remaining until end of service, though the device was not showing end of service and should still be delivering the proper therapy. The physician stated that he was going to monitor the patient closely and was also going to decrease her output current to 2.0 ma as he read in a study that 2.0 ma combined with an off time of 1 minute can be efficacious.

Event description:
The patient had their generator replaced and it will not be returned from the explanting hospital for analysis.